Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump had damage to the front and rear housing. Functional testing included use testing. The "no disposable" alarm could not be reproduced. The upstream sensor was recalibrated as a preventative measure. The damaged housing was replaced. Based on the evidence, the complaint regarding alarm was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for no disposable. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that there was damage to the rear and front housing. No adverse patient effects were reported.